Manufacturer narrative:
Internal investigation of retention and returned product also exhibit a false susceptible result when tested against e. Coili. Internal investigation has shown that this lot of ticarcillin contains clavulanic acid, a compound that inactivates e. Colis' beta-lactamase enzymes, allowing the antibiotic to kill the organism creating a zone of growth inhibition with the kirby-bauer test methodology.

Event description:
Customer called to report false susceptible with e.coli. The zone size should be 6mm and the customer is getting 22mm. She notices that pt isolates of k.pneumoniae are resistant to ticarcillin. Customer is following proper set up procedure and storage.